Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iabp circuit. The customer did an autofill, but the alarm continued. The iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not inflate. The condition of the iab as received indicated a kink in the catheter tubing. We are unable to determine when the kink occurred, however the kink found on the catheter tubing of the returned device restricted the gas passage and resulted in poor inflation. This restriction may also be related and trigger the reported alarm. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iabp circuit. The customer did an autofill, but the alarm continued. The iab was removed. There was no reported injury to the patient.